Event description:
The customer's family member reported that the customer had high bgs. Suggested the customer to have a manual injection. A few days later the family member called back and stated that the customer was admitted to the emergency room due to high bgs. The customer was treated and released. It was indicated that patient bgs were fine but currently are getiing higher. Bgs were treated with manual injection.